Event description:
Pulse oximeter locks up when turned on. Led digits show all 8's, bar graph is fully illuminated and status display says "hello". The unit cannot be used or turned off, all attempts to over-ride symptom with front panel switches fail to do any good. The only way out of this failure is to wait for the battery to die or to remove the cover and disconnect the battery. After battery is disconnected/dies, (and recharged). The unit operates normally.